Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead had a kink with all the internal wires broken on the lead body. The damage on the returned extension lead is consistent with explant damage. This would have caused the high impedance observed in the field. The fractured wires are consistent with condition or sudden event the lead being subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-00995. It was reported that high impedance issue was observed on the lead. Lead and extension were explanted and a new lead was implanted as a result. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.